Manufacturer narrative:
The catalog number and serial number were unknown. PMA/510(k) number was unknown the manufacturing location was unknown. The serial number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported in a marketing survey from (B)(6) that customers would prefer powertool devices with reduced noise and vibration. It was further reported that the power module devices were breaking between motor and "accu". It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.